Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with corroded battery tube and cracked battery tube threads.

Event description:
The customer¿s father reported via phone call that the insulin pump got wet and it did not work. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states they did not hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.